Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2015; 1156t lead implanted: (B)(6)2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high undefined impedance on the high voltage coils. The lead was suspect of a fracture. The lead as removed and a new lead was implanted. No patient complications have been reported as a result of this event.